Event description:
It was reported in 2011 when the patient received the current pump she did have a granuloma at that time. It was noted the patient had withdrawal and during the withdrawal she had a granuloma and ¿the pump stopped working.¿ further information was not provided. The pump was being used to deliver bupivacaine and dilaudid. The cause of the event, specific symptoms, interventions required, location of the granuloma, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory. (B)(4).